Manufacturer narrative:
Product is an instrument and is not implantable. The instrument has been requested to be returned. Evaluation is pending the return of the instrument.

Event description:
On august 27, 2007, the sales representative reported that the tips of the open screwdriver broke off during an l2-4 fusion case. The patient's bone was very hard. The tips of the screwdriver were removed from the patient during the surgery. The tips were thrown away at the hospital. There was no surgical delay. There were additional open screwdrivers in the operating room for the surgeon to finish the case. There was no reported injury to the patient.